Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no therapeutic reduction in symptoms for the past two years. The patient occasionally used the stimulator but it did her no good and so just kept the battery charged. The caller observed a ¿call your doctor¿ and power on reset (por) icon on the programmer and recharger one day prior to report. The caller was not able to adjust stimulation. The caller used the programmer the next day but did not see the por screen. The caller was redirected to the patient¿s healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the implantable neurostimulator (ins) was for lumbar region, has never helped patient but maybe once or twice felt it kind of helped when she got out of bed. It was noted that in (B)(6) 2014 the patient's chiropractor used electrical stimulation on the patient, but the patient did not know if it was a tens unit or diathermy, thought it was deep tissue heating; the patient felt it was high enough (midback) away from the device. The patient also reported that the electrical stimulation therapy worked great on upper part of the back, no problems since. The patient was going to an acupuncturist and having some success with that and would continue. The patient does not even turn on the ins anymore, as it is so useless, but does keep it charged. The patient's hcp is aware of the event and indicated it should work. If additional information is received, a supplemental report will be submitted.